Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00952. (B)(4). It was reported that myocardial infarction (mi) occurred. On (B)(6) 2013, clinical status assessment indicated that the subject's qualifying condition was silent ischemia. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the subject was referred for elective cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending (lad) with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the 2nd diagonal with 70% stenosis 8 mm long with a reference vessel diameter of 2.60 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient developed myocardial infarction. Cardiac enzyme elevation was consistent with universal definition of mi (peak troponin I : 0.445 ng/ml, uln: 0.056 ng/ml). No action was taken in response to the event and the patient was discharged on dual antiplatelet therapy.